Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device display goes "black" but the sound is still audible. There was no reported patient involvement.